Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a clear circle on the pump. Customer drank orange juice to bring her blood glucose level back up. Customer stated that she feels that she is wasting insulin because she has to push it with the plunger. Customer stated that in the past she had instable readings on her pump. Customer had a sensor glucose reading of 69 mg/dl and a blood glucose level of 160 mg/dl. No further assistance needed.